Event description:
It was reported that patient underwent insertion of right internal jugular vein tunneled dialysis catheter using ultrasound guidance on (B)(6) 2014 and suture was used. During the closing of the neck incision, one of the surgical needles broke inside the patient's neck. Attempts to find the needle using fluoroscopy failed. The wound was extended and deepened using blunt and sharp dissection for careful exploration of the wound around the carotid vessels on the internal jugular vein. The needle was located and extracted in its entirety. The needle was explored on the operative table and also compared to the other part of the needle and it was found that all of the needle was extracted. Follow-up fluoroscopy was performed to ensure that all of the needle was extracted and no pieces were retained. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.